Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the consumer has a commode she is no longer using because the seat is broken.